Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via clinical study it was reported that hospitalization occurred. A left atrial appendage closure procedure was performed, and a watchman access system was used to implant a 27mm watchman flx pro closure device. The patient was discharged. The same evening of the index procedure, the patient presented to the emergency room with right sided pain. A computed tomography (CT) scan was performed which showed hemoperitoneum as a result of pelvic vascular access. Surgery physicians determined it was mild, and self-resolved. The site has stated yes to "serious deterioration in the health of a subject that resulted in in-patient hospitalization or prolongation of an existing hospitalization. The patient was admitted (B)(6) 2025, and discharged (B)(6) 2025.